Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with unknown breast prostheses. The patient self-diagnosed that the left breast prosthesis was smaller than the right breast prosthesis. As a result, the patient underwent removal and replacement with unknown breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 4/9/2018, mentor became aware that correct suspect medical device was mentor smooth round moderate profile 325cc saline catalog: 3501650 lot: 5676154. Mentor also became aware that the patient underwent bilateral removal and replacement with (left) mentor memorygel breast implant 350cc gel catalog: 3543501 lot: 7534489 sn: (B)(4) and (right) mentor memorygel breast implant 350cc gel catalog: 3543501 lot: 7540884 sn: (B)(4). On 7/11/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed a crease on the anterior view extending to the posterior. A rent measuring approximately 0.15 cm was discovered within the crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).